Manufacturer narrative:
Complaint event summary: the precise pro rx (8x40) stent's release resistance was particularly large in the in vivo withdrawal, taking into the risk to not release the stent in vivo. After the withdrawal of the in-vivo attempt to release, it was found that the resistance was still large, and when the violence was released, it was found that the delivery shaft close to the y-valve was significantly elevated, and the release shaft core had a clear sense of dryness. There was no reported patient injury. The device was received for analysis and, per visual inspection, the inner shaft was observed separated near the distal tip area. It was reported that the outer sheath kinked, the resistance between core and outer sheath was increased. The stent did not partially nor prematurely deploy. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received. The tuohy borst valve was not closed prior to removing the device from the tray. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no unusual force used at any time during the procedure. The product was returned for analysis. One non-sterile precise pro rx 8x40 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/closed. Per visual analysis, the stent of the unit was received already deployed and stent was returned. Four kinks were observed along the inner member shaft at 123.1 cm, 127.9 m, 133.2 cm and 137.3 cm from the strain relief. Also, catheter¿s shaft was observed kinked at 7.7 cm and accordioned areas from 0 cm to 0.9 cm and from 1.6 cm to 2.2 cm, from the strain relief. Moreover, the inner shaft was observed separated near the distal tip area. No other anomalies were noted. Dimensional analysis could not be performed due to the kinked and accordioned conditions of the unit. Functional analysis couldn¿t be performed as the stent had been deployed. Per sem analysis the noted separated condition revealed irregular edges at the inner body distal tip separation. The separated sections of the inner body areas revealed evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. The braid wires revealed plastic deformations, twisting and diameter reductions commonly associated with ductile separations caused by material tensile overload. The available evidence suggests an application of stress that exceeded the material yield strength or a tensile overload that led to the material separation. No other anomalies were noted during sem analysis. A product history record (phr) review of lot 17867149 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty ¿ unable¿ was not confirmed since the stent was received already deployed from the unit. The reported ¿body/shaft-sds - separated¿ and "stent delivery system (sds)-ses - kinked/bent" were confirmed since the inner shaft was observed separated and the catheter body was observed kinked and accordioned. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by irregular edges and elongations on the body of the catheter, and braid wires presented plastic deformations, twisting and diameter reductions commonly associated with ductile separations caused by material tensile overload. The available evidence suggests an application of stress that exceeds the material yield strength or a tensile overload that led to the material separation noted during analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the precise pro rx (8x40) stent's release resistance was particularly large in the in vivo withdrawal, taking into the risk to not release the stent in vivo. After the withdrawal of the in-vivo attempt to release, it was found that the resistance was still large, and when the violence was released, it was found that the delivery shaft close to the y-valve was significantly elevated, and the release shaft core had a clear sense of dryness. There was no reported patient injury. The product was clinically used. The device was received for analysis and, per visual inspection, the inner shaft was observed separated near the distal tip area. It was reported that the outer sheath kinked, the resistance between core and outer sheath was increased. The stent did not partially nor prematurely deploy. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received. The tuohy borst valve was not closed prior to removing the device from the tray. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no unusual force used at any time during the procedure.